Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 107 mg/dl. Multiple attempts have been made by tandem technical support to follow up with the customer, however no response was received.